Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, the device was started in an application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that the cadd legacy pump had double beeps. No reported adverse effects.